Event description:
The patient underwent uncomplicated lasik on both eyes (ou), on (B)(6) 2011. Patient was followed by his co-managing doctor but returned to the center on (B)(6) 2012. Patient's flap had healed as expected. Patient was treated for dry eye and blepharitis but even with an improved tear layer his complaints of night glare persist. Thought no obvious damage to a structure, the patient does report that the quality of the vision may impact his daily living. Pre-op prescription rx = -4.00 sphere 20/20 right eye (od), -4.25 sphere 20/20 left eye (os) r''s 43.50/43.75 od, 43.75/44.25 os. Treatment od = 4.00 sphere, os -4.00 sphere intralase 105um flap. On (B)(6) 2013, visual acuity sans correction was 20/20 od, 20/20 os. Rxm plano=0.25 x 090 20/20 od, plano 20/20 os. Preview lens improved glare ou ''by 50%'' but patient does not want to risk additional surgery. Customer will consider fitting with gas permeable contact lens (gpcl) if patient desires.

Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2011 due to the fact abbott medical optics (amo) became aware on (B)(6) 2013. The condition of the system (since the time of the initial procedure) willmake the evaluation impossible. Customer indicated that the procedure was uneventful and is only reporting this event. Customer did not request field service or clinical support.